Event description:
It was reported that the product heated up during a procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly it was found that the spindle housing, rotor and driveshaft were stuck together, which can result in friction when the device is operated. Wear of the rotor assembly will also contribute to heat generation, due to damage with the rotor coupler and bearings.